Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis drawer 2.1 was broken and not detected on the communication bus. A field service engineer (fse) had removed the rear panel and replaced the retractor band on drawer main 2.1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, there was a broken drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.